Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received high sensor scan results compared to readings obtained on a competitor brand device and experienced symptoms described as "sees double, difficult language", and dizziness. Customer was unable to self-treat and required unspecified treatment by hcp and another third-party for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0063ql84 has been returned and investigated. Visual inspection has been performed on sensor and damaged guide tabs were observed upon visual inspection of sensor plug. Correct plug seating was not prevented by the damaged guide tabs and therefore would not have caused the customers complaint. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly. Cracked sensor neck was observed upon visual inspection of the sensor plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.